Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2024-07100. It was reported that the patient's s1 and l5 drg leads had low impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein an s5 lead and an l1 lead were implanted to address the issue.